Event description:
Customer reported that a patient sample containing anti-kell did not react with 0.8% selectogent lot 8s662. An immediate spin crossmatch was performed with units of blood. The patient experienced elevated temperature and decreased haptoglobin. Pre and post transfusion samples were tested with a fresh vial of cells and reactivity of 1+ was observed. One of the four units was kell positive. During troubleshooting the customer noted that the initial vials of reagent red blood cells used for testing had been stored at room temperature for two days without any refrigeration.